Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+2.0/091 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.